Manufacturer narrative:
The device was discarded and will not returned for eval. We are unable to determine whether some malfunction or product condition could have contributed to the pt's high blood glucose or to confirm whether or not the audible alarm sounded when the device recorded an occlusion alarm. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide warns that, "an occlusion may result from a blockage, pod malfunction, or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken."

Event description:
Customer reported that she was hospitalized on (B)(6) 2010 for hyperglycemia and released on (B)(6). History leading up to the event was retrieved from her pdm. She had a blood glucose of 358 mg/dl at 5:43 am on (B)(6) 2010, so she administered a 2:05 unit correction bolus of insulin. At 9:53, it was still 346 mg/dl, but no add'l insulin bolus was given and at 1:08 pm, blood glucose was 368 mg/dl. At 2:15 pm, she recorded 15 grams of carbohydrate eaten and an insulin bolus of 2.9 units. And occlusion alarm was recorded for 2:43 pm, and the device was deactivated at 2:53pm. The pt reported that she didn't hear the alarm, but rather removed the device because it was not lowering her blood glucose. The exact timing of the hospitalization in relation to the occlusion and other history was not reported.